Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their neurostimulator replaced. Additional information was requested. See manufacturer report #3007566237-2011-05831 for subsequent neurostimulator event.